Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# v503891, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# va10qz7, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she had lost a significant amount of weight, going from (B)(6) pounds to (B)(6) pounds; this had resulted in a great number of complications. The patient reported that the weight loss had resulted in both neurostimulators (ins) coming out of their pockets and they were now just being held in by her skin. The patient reported that both sets of ¿wiring¿ needed to be replaced because an impedance check revealed all combinations but one were ¿blacklined¿ or out of limits; thus only one program was available on the left ins and that program barely worked for her. The patient reported that the device movement issue had resulted in stimulation in the wrong location, shocking/jolting, and a return of frequency/urgency symptoms. The patient reported that the stimulation would send pain up her spinal cord. The patient reported that the right ins would send a very painful jolt up her spine to her shoulder blades, so they turned it off. The patient reported that after both ins¿ moved out of the pockets, she would get zapped when she would be near security gates or when she was near bluetooth devices. The patient reported that the healthcare provider (hcp) could not just reposition everything because the extra hanging skin would not be able to properly support the weight of the ins¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# v503891, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# va10qz7, implanted: (B)(6) 2015, product type: lead. This information is also reported on patient's other implantable neurostimulator (ins) in regulatory report # 3004209178-2016-26684 it was unclear which system the issue pertained to medtronic, inc.

Event description:
Information was received from a patient via a manufacturing representative. It was reported that the patient had impedances out of range on one implant which could not be resolved and the implant was turned off. It was reported that the patient had lost over 100 pounds which may have led or contributed to the issue. The standard process of raising the pulse width and rate with clinician programmer was performed to try and troubleshoot the problem. The issue was unresolved at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# v503891, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# va10qz7, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient contacted their managing physician of the issues. The patient stated that they have to have the excess skin cut off of their abdomen and sides before the two devices can be fixed due to weight loss. The heaviness of the skin will open the incisions if they were done before hand. A rep scanned the devices and found that they were not working right. At that time, one was turned off and the other barely worked, which they then turned off. They just had to wait for the skin removal before they could have them fixed. The skin removal was set for (B)(6) 2017. They noted that this was going to be a hard recovery to begin with and not having the stimulators was going to make it worse. They stated that some kind of guideline needed to be put in place. They lost their weight on their own because of other medical issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and it was reported that the device had not been explanted yet and it was just turned off. The rep reported that they would confirm the serial number with the healthcare professional¿s office.

Event description:
Additional information was received. It was reported that the ins locations say left for one ins and the other is not marked. Since the ins that originally had out of range impedance was the right side implant, it was assumed that its serial number was (B)(4). It was also noted that an explant is not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.